Manufacturer narrative:
(B)(4). A follow up MDR will be submitted following evaluation by the manufacturer.

Event description:
A peritoneal dialysis (pd) patient reported a drain line blockage and that his effluent in the patient line and drain line was cloudy. He was advised to contact his pd nurse. During follow up the patient's pd nurse reported the patient had an event of peritonitis associated with this event. Following the call to technical support where he reported cloudy fluid he went to the emergency room late on (B)(6) 2016. He was admitted (B)(6) 2016 in the early morning hours with abdominal pain and cloudy effluent. His effluent was cultured and grew (B)(6). He was treated with gentamicin and later transitioned to vancomycin. He was discharged to home (B)(6) /2016. The event was attributed to a breach in technique. The patient's caregiver was resting the supply bags on the bed near the patient when performing the connections and may have had a touch of the connections to the blanket. The patient had recently been in a hospital environment on (B)(6) 2016 for wound care of an amputation stump. He has recently had both legs below the knee amputated due to complications of diabetes type ii. One of the stumps is still infected. There was no evidence of sepsis or blood infection based on his blood tests. The patient is recovering at home and has cleared all symptoms and signs of peritonitis at this time. Medical records have been requested.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Medical records did not contain peritoneal dialysis progress notes or hospital progress notes for review. The patient presented to the hospital with peritonitis. In addition, the patient was found to have leukocytosis. The patient¿s leukocytosis was felt due to the sepsis and the patient¿s hypotension was felt secondary to the sepsis. The patient was noted to have a penis lesion that was felt by the urologist to possibly be a vascular insult to the penis causing necrosis. There was a concern this would cause the patient to have a urinary tract obstruction. The patient required a dorsal slit to be done that allowed the patient to urinate and empty his bladder. The patient was also noted to have a below the knee amputation on the right leg that required negative-pressure wound therapy but, did not appear infected. The patient¿s left below the knee amputation was stapled and intact. The patient¿s history of diabetes, chronic anemia and coronary artery disease puts the patient at risk for poor wound healing and susceptible to infection. There was no documentation in the medical record that indicated any causal relationship between the liberty cycler and the peritonitis. Physician¿s notes in the medical record reveal the patient¿s peritonitis was related to the peritoneal dialysis catheter. The peritoneal dialysis catheter is not a fresenius manufactured product. No malfunction was reported. According to the ¿ispd guidelines/recommendations: peritoneal dialysis-related infections recommendations: 2005 update,¿ staphylococcus aureus peritonitis is often associated with tunnel or exit site infections and result in catheter infections. The diagnosis of peritoneal dialysis catheter ¿ related peritonitis, the aforementioned ispd guidelines and the pdrn¿s statement that the patient had a breach in technique all suggest the patient¿s peritonitis was touch contamination and likely not related to the patient peritoneal dialysis products.

Event description:
The patient is a (B)(6) male who presented to the hospital with 3 days of abdominal pain, shaking chills and lethargy. The patient was found to have leukocytosis and hypotension. The patient was administered intravenous fluids and intravenous antibiotics in the emergency room. The patient was admitted into the telemetry unit on (B)(6) 2016. The patient's peritoneal dialysis fluid culture showed (B)(6). The patient was treated with intraperitoneal vancomycin. The patient was discharged (B)(6) 2016 and diagnosed with severe sepsis, due to bacterial peritonitis and bacterial peritonitis, related to peritoneal dialysis catheter-related peritonitis.